Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in the photo it can be seen that the tube vacuum did not draw in the correct amount of 2 ml.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/14/2021. H.6. Investigation: bd had received 10 samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 customer samples and 5 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in the photo it can be seen that the tube vacuum did not draw in the correct amount of 2 ml.

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in the photo it can be seen that the tube vacuum did not draw in the correct amount of 2 ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.